Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was not worn and there was no impact to the patient's glucose level was reported.

Manufacturer narrative:
The pod arrived fully deployed in pod state 15 with 55 pulses delivered, completing first and second prime. The needle mechanism was reset using the lock and load tool and redeployed as intended. No problems were found to cause the reported needle mechanism failure. The pod was observed to be functioning as intended with no timeouts or drive stalls observed in the data. The cause of the reported needle mechanism failure could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.